Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 after the physician observed on x-ray the lead migrated out of the epidural space during the procedure, the lead was explanted and replaced which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective pain relief. As a result, surgical intervention may be undertaken as the next course of action.